Event description:
Once good circumferential dissection had been carried out down to the level of the appendiceal base a laparoscopic stapler with a 35 load was then placed through the 12 mm trocar, attempted to fire across the base of the appendix, however the 35 mm stapler would not fire. This was unclamped and withdrawn and inspected. Due to laparoscopic malfunction, this was not re-used and a new, 45 mm laparoscopic stapler with a white load was obtained.